Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced infection. The device was removed. There were no additional patient complications.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced infection. The device was removed and replaced with a tactra device. There were no additional patient complications.